Event description:
The rf procedure had to be cancelled due to a warning 06 message and they had no back-up available and had to reschedule the case.

Manufacturer narrative:
H10: the probe is not being returned for evaluation.